Event description:
It was reported by the customer, leakage during intravenous therapy. Saline solution injected when leakage was detected. No symptoms, catheter was removed and a new catheter reinserted. Infusion treatment postponed until the following day.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a single lumen powerpicc solo was returned for evaluation. An initial visual observation of the video showed the clinician demonstrating the leak by infusing a clear liquid through the catheter. The leak in the catheter tubing was observed at approximately 7 cm. Use residue was observed on the sample. No details of the damage could be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.